Manufacturer narrative:
Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "he is having pain in his leg where he was cut when the surgery was being performed. He also has swelling. He is not able to go to work because he is hardly able to get out of bed. He takes aleve to control the pain. The pills only work for a few hours and then the pain comes back again. He thinks his hip was part of the recall."